Manufacturer narrative:
Motor error alarm during rewind due to loose or protruded drive support disk. Unable to perform displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm during the rewind test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was unable to clear the alarm. Customer was unable to complete pump rewind. Customer stated that the drive support cap was normal. Customer stated that they had defective reservoir bottle that was cracked, insulin leaks from that bottle when they changed set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.